Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.